Event description:
At a therapeutic colonoscopy for treatment was planned. At the time of set up and preparation for the procedure, it was noted that the resolution clip device had prematurely deployed from the catheter. The device was not utilized on a patient. The procedure was performed and completed with another of the same device. As the device was not utilized on a patient, there were no patient complications or ill effects sustained.